Manufacturer narrative:
Unit received stuck in insulin pump error alarm loop after battery installation due to a software error. Unable to perform operating currents, self-test, unexpected restart error test, rewind test and displacement test or verify unexpected battery power loss due to insulin pump error alarm. Insulin pump received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump switches off unexpectedly. No harm requiring medical intervention was reported. The device was returned for analysis.